Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine had a ven pressure stuck high message. The bmt did not know what diagnostic message was displayed. There were n audible alarms because the dialysate lines were on the shunt. The bmt was advised to swap the level detector module and cable or the sensor, actuator or function board. Upon follow-up, the bmt stated a burnt cable inside the machine was replaced to resolve the reported issue. The machine is back in service. It is confirmed there was no patient involvement with this issue, no harm or adverse events reported.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine had a ven pressure stuck high message. The bmt did not know what diagnostic message was displayed. There were n audible alarms because the dialysate lines were on the shunt. The bmt was advised to swap the level detector module and cable or the sensor, actuator or function board. Upon follow-up, the bmt stated a burnt cable inside the machine was replaced to resolve the reported issue. The machine is back in service. It is confirmed there was no patient involvement with this issue, no harm or adverse events reported.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.